Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does meet the requirements for an MDR. The MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on (B)(6) 2020.

Event description:
Customer reported seeing invalid results while running the sars-cov-2 assay. Customer observed 6 cassettes over the past 6 weeks where the "wax inversion" step failed or no elution transfer occurred and 2 cassettes from lot #: ab6640a where there were no beads in the last chamber post run. Customer ran two more tests on complaint report date and observed 2 more cassettes (lot#: ab6640a) post run on their other aries instrument (m12v121146001) where the beads did not transfer to the last chamber. All the specimens that resulted as invalid when repeated were successful runs. Data review: on (B)(6) 2022 customer green clinics laboratory contacted luminex technical support to report an increase in invalid results occurring when running patient and qc samples using lot ab6640a of aries sars-cov-2 assay pn: 50-10047. Customer provided photographs show four used cassettes from lot ab6640a that returned invalid results. The failure to transfer magnetic particles beyond the first wash chamber can be seen in these four cassettes. Customer states this issue happened on both modules of the aries system. Consumable review: no false negative results were reported during aql testing of lot ab6640a on (B)(6) 2022. Ncmr 62059 was assigned to lot ab6640a for a documentation error that has no impact on final product. There is one additional complaint case for a false negative result for lot ab6640a reported in salesforce. Device review: aries system sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. There were no service actions for the aries system during the prior 6 months that would contribute to invalid results. There is no indication of a device malfunction. Sample work-up: confirmation that the sample work-up was performed consistent with the package insert instruction was provided by the customer. Conclusion: the root cause of the invalid results for lot ab6640a where the failure to transfer magnetic particles through the cassette has been determined to be due to a consumable malfunction which was investigated under escalation case 01400701 and CAPA-00258. A class ii recall was determined as necessary for lot ab6640a on rc-22-016. The recall investigation shows a cassette defect is potentially present for lot ab6640a, and this defect discovery coupled with customer provided photographs that indicate the customer may have experienced assay issues due to this defect warrants a pre assessment be completed for this case.